Manufacturer narrative:
Patient information was not provided. This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has decided to reclassify this event as reportable. This report is being filed as part of a retrospective review conducted in response to this new decision. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The reported issue was confirmed. The service representative cleared the nvmem from the display and performed a four pinpoint test to resolve the malfunction. Since this service action was performed no further issues occurred regarding this device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this type of issue. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the electrical venous occluder (evo) was not completely occlusive at 0% opening during a procedure. At 1% opening with around 5 liters of flow on the arterial pump, the flow continued to be at 2,5 liters. There was no report of patient injury.